Manufacturer narrative:
The stem was not returned for an investigation as it remains implanted in the patient. Photographs were not received therefore without a device/photo returned, the condition of the stem is unknown. The polyethylene liner was returned for review. As received, witness marks from the failed attempt to install are seen in the alignment slot. Dimensional measurements are conforming to print specifications. Device history records review for both reported complaint subjects indicates the devices were manufactured to specifications. This device is used for treatment. Initial complaint history search revealed no additional complaints against the related part and lot combinations. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No issues were found with the liner as received. Based on the investigation, a definitive root cause cannot be determined with the information provided. Remains implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the poly liner would not seat on the stem during surgery.